Manufacturer narrative:
The complaint guidewire was received for analysis. As received, the specimen consisted of one each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented offset/misaligned coil wraps within 1cm of the distal tip, a kink with coil damage 3.80 to 4.05cm from the distal tip and several large radius bends scattered over the length of the device. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented offset/misaligned coil wraps within 1cm of the distal tip, a kink with coil damage 3.80 to 4.05cm from the distal tip and several large radius bends scattered over the length of the device. The complaint documentation did not mention any damage to the specimen during the clinical event. The specimen device was not returned lodged within the delivery system, preventing confirmation of the event as reported. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time it is not possible to confirm the complaint or assign a definitive root cause for the event as reported. As noted in the complaint narrative, "physician tried to release by covering the safari with 4fr guiding catheter, and then, it was able to be removed". Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If additional information is received a follow-up medwatch will be submitted.

Event description:
Event description: it was reported that: when removing safari after completing tavi treatment, resistance was severe, and the device could not be removed. The physician tried to release by covering the safari with 4fr guiding catheter, and then, it was able to be removed. Prominent blood clot could not be confirmed. The clear cause of getting stuck is unknown.